Event description:
It was reported that during a transcatheter heart valve procedure involving the transcatheter aortic valve, the patient had a medical history of a type 0 bicuspid aortic valve, severe calcification, and severe aortic stenosis. The annular perimeter was 84-86 mm range across multiple computed tomography (CT) reviews, all consistently in the 34 mm valve range. The patient's anatomy included a horizontal aorta of approximately 70°+ and an acute bend in the aortic arch, along with a lack of patent commissure in the outer curvature of the ascending aorta. A pre-balloon dilation was performed with a 25 mm balloon with good expansion. The valve was 80% deployed and significant parallax was noted during deployment; however an accurate depth assessment could not be made. Multiple views were checked in a short and long axis view of the native valve. The valve had notable expansion in the rao projection, however in the lao-cran view, the valve was constrained. Multiple recaptures were performed to try to get a coaxial deployment, however the system was biased towards the large space in the dilated ascending aorta. A satisfactory position was unable to be obtained and there was too much potential for large reorientation on release due to the extreme bias to the outer curve and lack of coaxiality. Maximum recaptures were attempted and the system was removed from the patient. The physicians reassessed the computed tomography for suitability for a non-medtronic valve and opted for a 26mm non-medtronic valve due to anatomical challenges. The procedure was completed without complication, and the physician attributed the abandoned evolut valve to challenging anatomy. A procedure delay occurred due to multiple deployment attempts.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012245470); product type: 0195-heart valves; product ID d-evolutfx-34 (lot: 0012112292); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Corrected data: additional codes - imf code f05 erroneously left off on the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.